Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding") and was found to have neoplasm ("tumor"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage and neoplasm outcome was unknown. The reporter considered neoplasm, pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding") and was found to have neoplasm ("tumor"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage and neoplasm outcome was unknown. The reporter considered neoplasm, pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.